Event description:
The manufacturer received information alleging a ventilator shut down and was unable to be powered back on. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's power supply needs replaced to address the issue. The device had evidence of insect infestation and was returned to the customer unrepaired.